Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error code 120.4610 account name: (B)(6) hospital account #: (B)(4) asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn (B)(4) customer stated that he was getting error code 120.4610. And wanted to know what's the cause of the error. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explained to the customer that he may have a bent battery harness pin. I also let the customer know that he should have four screws as well, I let him know that, this too could cause that error code as well. The customer said ok that he would replace the battery harness. And if he had any more problems that he would call back. Ref:_00d30y0yr._5000l1kcfci:ref